Event description:
It was reported that kit tablet reported the incorrect dose measurements. This occurred on 5 occasions. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(6). It is reported by customer display screen had incorrect dose measurements. Verbiage received, complaint a1: "inaccurate dose record a few instances of inaccurate dose measurements observed: 1)100 mcg of fentanyl was given, displayed on tablet as 75mcg, 2)200 mg of propofol was given, displayed on tablet as 180 mg, 3)dilauded 1743 - documented was 0.5; displayed as 0.25. Sensor # 9230; time : 16:30; case: (B)(4)." Verbiage received, complaint a2: "slow push recorded ancet given by break crna slowly, showed as 1950 mg given sensor # 9230; time : 16:30 case: (B)(4)." Verbiage received, complaint b: "inaccurate dose record, 13:47 -propofol - given 150mg, 13:51 -propofol -given 50mg, displayed values on tablet were different. Sensor # 9199; time : 14:30: case# : (B)(4)." Verbiage received, complaint c: "inaccurate dose record 9:58 -propofol - given 200mg 9:57 -fentanyl -given 100mcg the values displayed on tablet were different. Sensor # 9210; time : 10:45; case number: (B)(4)." Verbiage received, complaint d: "inaccurate dose record 7:49 -rocuronium - dose given 100mg. Displayed value was different. Sensor # 9270; time : 9:10; case number: (B)(4)."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of the possible batches. After investigation, the team found there was an accumulation of fluid before the bubble and the user's thumb on the plunger delivered this fluid. Based on the quality team's investigation, the system preformed as designed in three of the occurrences. In two of the occurrences, team was not able to analyze the tablet log or confirm the incident and will monitor the system for any trends.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that kit tablet reported the incorrect dose measurements. This occurred on 5 occasions. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(4). It is reported by customer display screen had incorrect dose measurements. Verbiage received, complaint: "inaccurate dose record. A few instances of inaccurate dose measurements observed: 100 mcg of fentanyl was given, displayed on tablet as 75mcg. 200 mg of propofol was given, displayed on tablet as 180 mg. Dilauded 1743 - documented was 0.5; displayed as 0.25. Sensor # (B)(4); time: 16:30; case: (B)(6)". Verbiage received, complaint: "slow push recorded. Ancet given by break crna slowly, showed as 1950 mg given. Sensor # (B)(4); time: 16:30; case: (B)(6)". Verbiage received, complaint: "inaccurate dose record. 13:47 -propofol - given 150mg. 13:51 -propofol -given 50mg. Displayed values on tablet were different. Sensor # (B)(4); time: 14:30: case#: (B)(6)". Verbiage received, complaint: "inaccurate dose record. 9:58 -propofol - given 200mg. 9:57 -fentanyl -given 100mcg. The values displayed on tablet were different. Sensor # (B)(4); time: 10:45; case number: (B)(6)". Verbiage received, complaint: "inaccurate dose record. 7:49 -rocuronium - dose given 100mg. Displayed value was different. Sensor # (B)(4); time: 9:10; case number: (B)(6)".